Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter rx ptca balloon catheter to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used when advancing the device. The device was inflated to 12 atm on the first inflation and 14atm on the second inflation. It is reported that a balloon burst occurred on the second inflation. No patient injury is reported.

Manufacturer narrative:
Additional information: the lesion was pre-dilated using a 2.0x15mm sprinter legend rx balloon at 12 atm. The device was not moved or repositioned prior to the burst. There was a sudden drop in pressure noted on the inflation device. It was reported that another 3.0x15 nc sprinter rx was used successfully at 16atm. Procedure continue and implant 3 stent resolute integrity at lm-lad and lcx with cullotte technique. Procedure finished no complication present. Product analysis summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a longitudinal burst on the balloon working length material, proximal to the distal markerband to the mid-section of the balloon. The balloon material was jagged and uneven at the burst site. No other damage evident to the remainder of the device. Image review: a photograph of the shelf carton from the complaint device was provided for analysis. The size of the device and lot # match what was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.